Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model.

Event description:
It was reported that during the implant the impedance on the lead was high. The manufacture's technical services representative suggested that the helix may not be fully extended. The implanting physician retracted and re-extended the helix and got good pacing impedances on the lead. It was visualized under fluoroscopy that the lead helix was fully deployed. The lead was implanted and remains in use. No patient complications have been reported as a result of this event.